Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2021, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. Implant surgeon: dr. (B)(6) . Assistant: (B)(6) , pa-c. Revision surgery surgeon: dr. (B)(6) assistant: (B)(6) , aprn. (B)(6) hospital .(B)(6) . Block h6: imdrf patient code e2006 captures the reportable event of vaginal mesh exposure. Imdrf impact code f1905 captures the reportable event of mesh excision surgery.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a laparoscopic-assisted vaginal hysterectomy + bilateral salpingectomy + lynx mid-urethral sling + cystourethroscopy procedure performed on (B)(6) 2021, for the treatment of menorrhagia and stress urinary incontinence. On (B)(6) 2022, the patient underwent cystourethroscopy with excision of vaginal mesh due to vaginal mesh exposure. The edges of the mesh were dissected laterally and excised and sent to pathology for identification. The patient was taken to the recovery room in stable condition.